Event description:
The customer reported to customer service that the transformer for her pump in style breast pump was broken and wires are exposed, which is a safety risk.

Manufacturer narrative:
Customer service provided instruction for part/accessory use/care/maintenance and requested that the customer call back to do troubleshooting. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time. The revision of the power supply is unk. F/u with the customer was regarding revision or lot number for the transformer have been unsuccessful. If the revision is rev l or rev m, then the issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturing to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics fo the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. If the revision is rev n, then the cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).